Manufacturer narrative:
Literature reference: doi:10.1136/bcr-2017-222481. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was referred to a peripheral hospital for coronary angiography due to a subacute nstemi. Initially the patient presented 7 days previously complaining of retrosternal chest pain and was diagnosed as suffering from bronchitis. Chest pain continued and the patient experienced a 5kg weight gain and therefore presented to emergency on week later. Auscultation revealed bilateral basal crepitations, with bilateral leg oedema consistent with decompensated heart failure. The patient was diagnosed with new onset paroxysmal atrial fibrillation and subacute nstemi complicated with decompensated heart failure. Coronary angiography revealed 2 vessel coronary artery disease with occlusion of the om2 branch of the lcx. In addition, significant stenoses were noted in the 1st diagonal branch of the lad and the distal segment of the lad. Pci of the om2 branch of the lcx was performed via right radial access. The lesion was crossed with a non-mdt wire and a non-mdt balloon was used to pre-dilate. A resolute onyx rx drug eluting, 2.5/3.8 mm stent was implanted in the om2 branch of the lcx. Following implantation of the stent, contrast injection revealed trombolysis in myocardial infarction (timi) 1 flow suggesting either no-flow phenomenon or a dissection distal to the stent. Intracoronary verapamil was administered but it was reported that flow only increased slightly from timi1 to timi2. A second resolute onyx rx drug eluting stent (2.25/12mm) was implanted overlapping distal to the previously implanted resolute onyx. No improvement in timi 2 flow was observed, congruent with no flow phenomenon. The procedure was terminated and the patient was transferred to the coronary care unit. The patient continued to have paroxysmal atrial fibrillation. The patient remained hospitalized for a further 8 days for treatment for decompensated heart failure. The patient also experienced an upper gi bleed. Aspirin was stopped and the patient was treated with rivaroxiban (lifelong) and clopidogrel for 6 months. Echocardiography was carried out, revealing a small circular haemodynamically insignificant pericardial effusion which was interpreted to have occurred due to postinfarction pericarditis (pericarditis epistenocardica). 6 weeks post index procedure and 4 weeks post last echocardiogram the patient presented for a pci staged procedure, complaining of feeling unwell and experiencing shortness of breath occurring at rest. Angiography revealed patent stents in the om2 branch of the lcx with timi 2 flow persisting and not having improved in 6 weeks. Left ventriculography revealed a massive lv pseudoaneurysm. The patient underwent on-pump cardiac surgery including two vessel CABG, an aneurysmectomy and a polytetrafluoroethylene patch sutured over the lv defect. A bipolar maze was also performed to treat the paroxysmal atrial fibrillation. The patient was reported to have been was discharged for 10 days to cardiac rehabilitation and recovered. The patient made an excellent recovery and was reported as doing well at 1 year follow up. The physician stated that the adverse events did not relate directly to the medtronic devices.